Event description:
Event description guidant received information that after recently being implanted with this pacemaker, the patient's daughter stated that ther mother has had three syncopial episodes in the last few days.